Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead impedance changes, pacing capture threshold changes, a lead replacement due to capture thresholds and a report of a patient¿s ¿skin heating on the back of the hand¿ during the magnetic resonance imaging (MRI). For this patient, a ¿superficial skin defect¿ was noted. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: MRI scanning in patients with new and existing capsurefix novus 5076 pacemaker leads: randomized trial results. Heart rhythm. 2015;12(4):759-765. (B)(4).